Event description:
It was reported that during the complete removal of the large intestine, there were malformed staples. The operation changed to suture.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.